Event description:
It was reported that a tsb35 was used during a thoracoscopic bullectomy procedure. It was reported by the affiliate that the instrument fired satisfactorly on first and second firing. On the third firing, the anvil dislodged from the shaft/tube after becoming unseated from its anchor point. The case was completed with a vicryl endoloop. There was no consequence to the pt.